Event description:
It was reported that the female connector of two (2) minicap transfer sets were unable to be disconnected from the patient line of the cassette. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however antibiotics were administered to the patient. No additional information is available.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: baxter healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic; baxter healthcare - mountain home, 1900 n highway 201, mountain home ar 72653, united states. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A1: patient identifier: gl (previously submitted as unknown). B6: during follow up, the effluent culture results were positive for enterococcus faecalis and staphylococcus haemolyticus. H11: should additional relevant information become available, a supplemental report will be submitted.